Event description:
The ge oec 9900 fluoroscopy system had intermittent boot issues.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the customer had left a cd in the cd drive. Once removed the system operated as intended. As a further measure, the system bios were changed to allow boot sequence with a cd present. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.